Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device detected what it thought to be a dual, stable tachycardia, inhibited therapy for 12 seconds, then delivered six shocks. The patient implanted with this device received all of the anti-tachycardia pacing (atp) in the ventricular tachycardia (vt) zone as well. Therapy was exhausted and the episode ended after three minutes. Technical services discussed reprogramming recommendations.